Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the pacemaker displayed an error message during a threshold test performed using the programmer. Programming changes were made, and the issue was resolved. The patient remained stable throughout the procedure.